Manufacturer narrative:
Device evaluation by manufacturer: the g8 instrument, serial number (B)(4) was installed at the account on (B)(6) 2016. A complaint history review and service history review for similar complaints was from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The hemoglobin a1c st aia-pack hba1c: calibration- calibration stability is monitored by quality control performance and is dependent on proper reagent handling and tosoh aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary if controls are out of the established range for this assay or when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment/change). For further information regarding instrument operation, consult tosoh aia system operator's manual. Evaluation of results: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most likely cause of the reported event was due to the g8 instrument requiring re-calibration. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported out of range high quality controls (qc) after preventive maintenance (pm) was performed on (B)(6) 2017 on the g8 instrument. The customer reported that qc and calibration were within acceptable range upon completion of the pm, prior to the tosoh field service engineer leaving the site. The customer reported being out for a couple of days and upon return was notified of potential incorrect patient results on hemoglobin a1c (hba1c) being generated on the g8 instrument due qc being out range high. The customer contacted the tosoh fse on (B)(6) 2017 and was advised to adjust the flow factor and re-calibrate the g8 instrument and repeat all patient results (refer to refer to manufacturer uf/importer report #: 3005529799-2018-04300). A total of 48 patient samples were repeated and confirmed to have been reported out of the lab with incorrect hba1c results. The customer reported that two (2) patient results had significant changes in hemoglobin a1c (hba1c) after repeating the samples and medications were adjusted (refer to manufacturer uf/importer report #: 3005529799-2018-04301). One patient obtained an initial hba1c result of 7.5%, but repeated as 6.8%. The customer reported that all physicians that received the incorrect hba1c patient results were notified and given corrected results. The customer reported that after re-calibration was performed on the g8 instrument, qc was within acceptable range and no further action was required by tosoh. The customer did not provide any further information regarding the event. A review of the data provided by the customer points to a possible calibration issue, even though the flow factor was adjusted slightly the hba1c retention time was in range prior and post to adjustment. The only major change was calibration and the results of that change can be seen in the calibration equation provided by the customer.